Event description:
The customer reported having a faulty transfusion set in which the "top half of the spigot has been dislodged. The transfusion set had been primed and ready to spigot a bag of blood." The set, whose batch number has not been reported, was removed from use and reported to have been disposed. A batch number is not available since the set got unpacked on arrival and packaging was thrown away. The filter separated from the filter chamber (between blood filter and pvc tubing). Per the customer the bag had already been primed with saline. The sample was not returned and the batch number was not available for further investigation. The complaint was for breakage at the spike. Since the batch number was not provided we were not able to check any retained samples or review production documents for any non-conformities. A root cause could not be identified since a sample and a batch number were not available.